Event description:
It has been reported to us that the balloon deflated and a piece of material separated from the device. The patient with transposition of big arteries underwent a balloon atrioseptostomy procedure. During the procedure the balloon deflated. The balloon was removed. The physician attempted to locate the part of the balloon material and it most probably embolised into the lungs. The procedure was finished by another septostomy catheter. Patient is treated at the intensive care unit.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.